Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. The sureform 60 stapler logs show that the instrument was installed on the system 7 times and fired 7 sureform 60 reloads (1 black, 1 green, 3 blue, 1 white, 1 blue, in that order). On install 1, the first clamp was successful, and the firing was completed with 1 pause for compression. On install 2, the system failed to detect the reload color and the user manually selected the green reload via the surgeon side console (ssc) touchpad. The first clamp was successful, and the firing was completed with 1 pause for compression. On install 3, the first clamp was successful, and the firing was completed with 0-1 pauses for compression. On installs 4 and 5, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 6, the first 3 clamp attempts were successful but was followed by a firing failure. The firing stopped. On install 7, the system failed to detect the reload color and the user manually selected the blue reload via the ssc touchpad. The first clamp was successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, the second fire of a blue sureform 60 reload with a sureform 60 stapler instrument was incomplete. While firing across stomach tissue with the stapler reload, there were no error messages produced. Once the firing was complete, the stapler was opened, and the staple line did not look fully formed. The staple line had malformed and bent staples. No bleeding occurred. The surgeon then used the same sureform 60 stapler instrument with a new stapler reload and resected the staple line. The surgeon then over-sutured the newly formed staple line to ensure the staple line was intact. A leak test was performed with no issue. The procedure was completed robotically. The patient is recovering well.